Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up. However, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 25-jan-2019 with the following findings: data in the black box from the time of the complaint had been overwritten due to continued use of the device after the alleged issue occurred. There is no evidence of short battery in the available data records. The pump powered on normally, electrical currents measured within specifications and no short battery life issue was duplicated during the testing of the pump. Investigation did not confirm nor duplicate the complaint.